Manufacturer narrative:
Other text: b3: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer had a few leaky cuff issues which initially they thought of as, but were occurring more frequently. This has been reported with trach sizes 4.0 (2 v-flanged peds patients; 1 ped flextend). Patients were ventilated, staff noticed an increase in cuff leak on the vent and audibly. When cuff volume checked, there was an ml loss. Sometimes it was under 0.5 ml, sometimes over. When the trachs have been checked for leaks, the customer could not detect any leak from the cuff itself or the pilot balloon or at the balloon insertion line. Customer have had 2 4.0 v flange pediatric cuffed bivona with this issue. Previously, there was a concern with a flextend bivona 4.0. There was no patient harm but needed to change the trach tube earlier to troubleshoot.

Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.